Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection and a skin overgrowth at the abutment site. Subsequently, the abutment was replaced for a longer one (date not reported).